Manufacturer narrative:
Section d10: partial device returned manufacturer¿s investigation conclusion the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. Although the reported low speed and pump stop events were confirmed through the analysis of the submitted log files, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. Furthermore, the report that fluoroscopy images revealed that the driveline was kinked internally could not be confirmed as no images were provided for review. The submitted log files contain data from 01jun2020 through 23jun2020. The pump appeared to function as intended, above the low speed limit for the duration of the file until (B)(6)2020, when the pump struggled to maintain pump speed. A low speed advisory alarm was observed prior to the pump stopping. The pump regained speed before experiencing another pump stop event. The pump ramped back up to its set speed without issue following the event and operated above the low speed limit until the end of the file. The pump stop events were associated with low speed advisory and hazard alarms. It was noted that as the pump ramped back to its set speed, a single low flow hazard alarm was noted. The alarm cleared after the pump fully regained its set speed. The low speed and pump stop events were observed while the patient was supported by the mobile power unit (mpu). Based on heartmate ii complaint history and similarly reported events, the event captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 20 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation. The driveline was then submerged in a saline bath for high potential. This test did not reveal any areas of current leakage along the driveline. Following the driveline repair, the account communicated that the patient continued experiencing pump stop events while on the grounded patient cable. The patient ultimately underwent a pump exchange on (B)(6) 2020. Multiple requests for the pump to be returned were issued to the customer; however, to this date, the pump has not been returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also addresses all system controller alarms and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed driveline (dl) wire damage that would have contributed to the reported low speed and pump stop events captured in the submitted log files. Furthermore, the report that fluoroscopy images revealed that the driveline was kinked internally could not be confirmed as no images were provided for review. The submitted log files contain data from (B)(6) 2020 through (B)(6) 2020. The pump appeared to function as intended, above the low speed limit for the duration of the file until (B)(6) 2020, when the pump temporarily struggled to maintain the set speed. Low speed advisory and hazard alarms, as well as a single low flow alarm were captured as the pump struggled. This event occurred while the patient was supported by the mobile power unit (mpu). The pump ramped back up to its set speed without issue following the event and operated above the low speed limit until the end of the file. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 20¿ of the external portion of the driveline was returned for evaluation. The pins of the metal connector were free from deformation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. No damage to the bionate layer was identified and the metal braided shield revealed breakdown indicative of normal wear for the duration of use. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation. The driveline was then submerged in a saline bath for high potential. This test did not reveal any areas of current leakage along the driveline. Following the driveline repair, the patient continued to experience pump stop events while on a grounded patient cable. The patient ultimately received a pump exchange on (B)(6) 2020 to another heartmate ii pump. (B)(6) was returned assembled with the driveline cut approximately 8¿ from the pump housing. A middle segment was returned measuring approximately 3¿ and the remaining distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft and outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The outer silicone jacket was unremarkable. Upon the removal of the outer silicone jacket, no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. Upon removal of the metal braided shielding of the pump end driveline, a breach to the yellow wire was observed approximately 7.75¿ from the pump housing. Further examination of the middle segment revealed additional breaches to the green and black wires approximately 8.25¿ from the pump housing. The observed breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a grounded power source (mpu or power module with a grounded patient cable), the resulting electrical short to ground would have resulted in the reported pump stop events. In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct or simultaneous contact with the metal braided shield while the device was supported by batteries or the power module with an ungrounded patient cable. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The IFU provides details on the factors that affect pump flow and provides information on assessing flow. The IFU explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5 liters per minute (lpm). The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02jun2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low speed and low voltage advisory alarms were observed. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. Technical services performed a distal end percutaneous lead (driveline) replacement on (B)(6) 2020. After the repair additional pump stoppages occurred. The patient was scheduled for a pump exchange on (B)(6) 2020.